Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the j tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie j tube. Conservatively, abbvie has chosen to report this event due to the potential that the j tube involved could have been the abbvie j tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The patient's wife reported the percutaneous endoscopic gastrojejunostomy (peg-j) tube was not working, patient experienced difficulty to flush the tube. On (B)(6) 2016, the tubing was replaced and the j tube was found to have a knot at it's end.